Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, g6, h2, h11. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, h2, h3 the case study, and collect logs were provided and reviewed. The reported event stated that "a shift occurred resulting in cancellation of the procedure" occurred. Review of provided files confirmed the issue occurred. The study showed catheters shifted outside the cs, la, and laa. The shifts occurred in relation to frequent irregular respiration rejection. It is recommended to remove any metal that may be causing potential metal distortion, reset the metal baseline or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.

Event description:
During an atrial fibrillation procedure, a shift occurred resulting in cancellation of the procedure. There was a shift in ensitex in voxel mode; alignment could not be done and could not compensate the shift. Prs-a and prs-p sensors were correctly placed and respiration was done multiple times which did not resolve the issue and the procedure was cancelled.